Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to pocket erosion and drainage was noted. Diagnosis determined infection from unknown source. The system was explanted and replaced. There were no adverse events noted and patient was stable pre, intra, and post procedure.